Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Device evaluation: the sample loop was returned for evaluation. Functional testing was performed by precision testing 10 whole blood samples in an effort to replicate the low area error message. All results returned within the expected range. The error could not be duplicated. The part passed testing. Device evaluation codes: results: 213 no device problem found. Conclusion: 67 no problem detected. Correction: the most probable cause of the low total area could not be determined. The sample loop passed testing.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a field service engineer (fse) visited the customer to address the reported event. During servicing, fse confirmed the error in the error log. Fse cleaned and lubricated the large syringe drive screws and guide rods. Fse cleaned the interior and exterior of the instrument and performed the normal start up sequence successfully. Fse ran quality controls (qc) with acceptable results. Several patient samples were run but had low total areas. Fse then replaced the sample loop and then reran the samples with normal total areas. No errors occurred during the run. The pressure was 6.5 mpa. G8 instrument was functioning as designed. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 08-sept-2017 through aware date (B)(6) 2018. There was one (1) other complaint identified, including this complaint, during the searched period the g8 variant analysis mode operator's manual under chapter 6, troubleshooting, states the following: 706 syringe-l error. Explanation: operation error in syringe-l. Countermeasure: inspect x1-axis. Inspect syringe-l. Execute smp.reset. Chapter 5, maintenance procedures, under section 5.10 provides step-by-step instructions on the sampling needle assembly replacement. The most probable cause of the 706 syringe l-error was due to dirty drive screws. The most probable cause of the low total areas was due to failure of the sample loop. The high pressures could not be duplicated.

Event description:
The customer reported getting 706 syringe-l error messages with the g8 instrument. The customer reported that they were getting low total areas, high pressure errors, and poo peaks. Technical support (ts) troubleshooted the high pressure issue over the phone with the customer. However, the customer then reported that the pressures were going from high to low pressure. The instrument was down. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.